Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy with lasering of the renal calculi, the clear tip of a cook® single-use holmium laser fiber broke off. The tip of the fiber could not be found. There was a lot of stone debris left in the kidney, so it was decided to stent the patient and have them return for another ureteroscopy. A portion of the device was left in the patient and will require another procedure. No additional patient consequences were reported. Additional information has been requested.

Event description:
Additional information provided 15jul2020: a second unspecified procedure was completed but the urologist was unable to locate the fiber tip. The complaint device had been in use for one hour prior to the alleged product malfunction. The laser fiber was not inspected for any damage after opening the package.

Manufacturer narrative:
Investigation - evaluation: event description: it was reported, during a ureteroscopy with lasering of the renal calculi, using a cook single-use holmium laser fiber, the clear tip of the fiber broke off during the procedure. The broken tip could not be retrieved. An additional, unspecified procedure was completed, but the urologist was unable to locate the fiber tip. No adverse effects has been reported as a result of reported issue. Reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue; never subject fiber optics to sharp bends in handling, use, or storage. Lasing with a contaminated or damage proximal; poor lasing beam alignment or focus. The complaint device was not returned. Based on the available information, fiber tip breakage can be related to "stone size/ hardness" or "improper handling of laser fiber," could contribute to laser fiber tip breakage. The investigation conclusion could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.